Manufacturer narrative:
Additional information obtained revealed the patient's scs system was explanted to address an unrelated health issue. Therefore, this event has been deemed to not be reported and the initial report was submitted in error.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-48426. Reference MFR. Report#: 3006705815-2020-33001.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2020-48426, reference MFR. Report #: 3006705815-2020-33001. It was reported the patient plans to undergo surgical intervention. The reason remains unknown at this time.